Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she recently went to the emergency room due to a low blood glucose level. Customer reported that she was filling the tubing and noticed that she was connected. Customer reported that her blood glucose level dropped to 54 mg/dl. Customer lost consciousness and paramedics were called. Blood glucose level was 27 mg/dl at the time of arrival to the emergency room. Customer was treated and released. No further information was provided.